Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change-out procedure, right ventricular lead insulation break/fracture with intermittent loss of capture was observed. Lead was capped and replaced during procedure on (B)(6) 2019. Patient was stable.